Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer reported a blood glucose (bg) level of 240 (mg/dl). A bolus was delivered to address bg level. The customer loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed in the pump logs; however, no failure was identified in relation to the reported issue. However, a different issue was identified.